Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis indicated that the tines/lobes of the lead became extrinsically distorted. The analyst indicated that distortion of the lobe was likely the cause of the deployment issue. Analysis also indicated that the distal lv (low voltage) electrode of the lead was covered in blood and the overlay tubing of the lead was observed to have blood ingression. Visual summary analysis of the lead indicated damage at implant. (B)(4).

Event description:
It was reported that during placement of the left ventricular (lv) lead, the deployable fixation lobes would not deploy. The lead was removed an alternative lead was placed. No patient complications have been reported as a result of this event.